Manufacturer narrative:
This event was incorrectly reported against manufacturing registered site code (B)(4). The correct site code is (B)(4).

Manufacturer narrative:
.

Event description:
Revision surgery was performed due to metallosis and elevated blood levels of cobalt and chromium.

Event description:
It was reported that a revision surgery was performed. The cause is unknown at this time.

Event description:
(B)(4).